Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient reported ineffective therapy. Attempts to program were unsuccessful. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4)., serial: (B)(6), batch:10139508.

Event description:
It was reported that the drg lead revision was attempted on (B)(6) 2025, but was aborted due to a lead breaking. Case was aborted and system removed. Patient was sent to the neurosurgeon to complete removal.

Manufacturer narrative:
Correction to a3b date of birth: (B)(6) 1988.